Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 532 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Prior to the event, the insulin pump alarmed no delivery numerous times. The prime test passed. The customer uses quick-set infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.